Manufacturer narrative:
The current instructions for use (IFU) contains the following: "contraindication, the invisalign system is contraindicated for use in patients with the following condition: active periodontal disease" and "precautions, a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review confirms that the tooth 4.1 had a poor prognosis prior to the use of the invisalign system aligners. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners contributed to the tooth fracture and required extraction, and therefore this event is being filed as an MDR per 21 cfr 803.

Event description:
The treating doctor reported that the patient had a fracture in tooth 4.1 and will have to be extracted. The patient was prescribed the following medication: anti-inflammatories and analgesics. The patient reported discontinuing the use of the aligners and the condition has not improved.